Event description:
Customer reported, they were unable to use their unlocked freestyle flash meter as the display screen had frozen. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Tested returned unit. No mfg parameters found out of spec. Unit of measure was selectable and was received at mmol/l. On insertion of test strip meter went straight into the memory indicating memory overwrite. Errors 15, 204, 300, 800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.